Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Inappropriate automatic mode switch (ams) episodes were noted due to noise on the atrial lead. No further intervention was performed and the lead will continue to be monitored. The patient was stable with no adverse consequences.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During an elective device replacement, insulation damage on the atrial lead was noted. The lead was repaired. The patient was stable with no adverse consequences.